Event description:
Event description guidant received information that during the last check, in april, of this implantable cardioverter defibrillator (ICD) the shocking impedance measured 21ohms, the threshold measured 1.2 v, and pacing impedance measured 471 ohms. The measurements that day were a shocking impedance measurement of <20 >125 ohm, threshold of 6.5 v @ 0.5 ms, and a pacing impedance measurement of 431 ohms, respectively. Sensing was stable and within normal limits. The local guidant representative was questioning whether the lead was fractured. The patient has not had any shocks recently, from which to consider a shocking impedance measurement. Review of the stored egrams did reveal 3 diverted episodes in july. The episodes appear appropriate and without noise. Discussed that shock impedance appears to have always been on the low end, perhaps out of range is also a low measurement.

Event description:
Event description guidant received info that during the last check, in april, of this implantable cardioverter defibrillator (ICD) the shocking impedance measured 21ohms, the threshold measured 1.2 v, and pacing impedance measured 471 ohms. The measurements that day were a shocking impedance measurement of <20 >125 ohm, threshold of 6.5 v at 0.5 ms, and a pacing impedance measurement of 431 ohms, respectively. Sensing was stable and within normal limits. The local guidant representative was questioning whether the lead was fractured. The pt has not had any shocks recently, from which to consider a shocking impedance measurement. Review of the stored egrams did reveal 3 diverted episodes in july. The episodes appear appropriate and without noise. Discussed that shock impedance appears to have always been on the low end, perhaps out of range is also a low measurement.